Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015-product analysis: the device was returned and evaluated by product analysis on 11/18/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. A warning that the maximum total daily dose limit was exceeded occurred on (B)(6) 2015 at 20:53; deliveries resumed on (B)(6) 2015 at 00:02. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 600 mg/dl unspecified ketones, nausea, and symptoms of dehydration. The reporter noted the patient was treated in an emergency room with insulin via injection and intravenous fluids and was hospitalized. Reportedly, the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rates. This complaint is being reported because the reported serious injury was attributed to an alleged inaccurate delivery issue of unknown cause.